Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist assistant reported that a filament emerged from a portion of a viscoelastic device upon injection during surgery. It is unknown whether this filament was removed from the eye during surgery. There were no clinical consequences due to this event. Additional information has been requested.